Event description:
It was reported that during use with a bd fac aria¿iii waste leakage occurred outside of instrument. The following information was provided by the initial reporter: the instrument's closed-loop nozzle's o-ring came loose, leading to leakage of facsflow during fluidics startup and ethanol during fluidics shutdown. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Saline solution (facsflow). If so was there leaked fluid in under pressure? No. What is the source of leak -- waste line or non-waste line? Waste line. If waste line, whether it is mixed with bleach or contamination? Not mixed with bleach, but also not a biohazardous solution was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR#2916837-2020-00217 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd fac aria¿iii waste leakage occurred outside of instrument. The following information was provided by the initial reporter: the instrument's closed-loop nozzle's o-ring came loose, leading to leakage of facsflow during fluidics startup and ethanol during fluidics shutdown. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Saline solution (facsflow). If so was there leaked fluid in under pressure? No. What is the source of leak -- waste line or non-waste line? Waste line. If waste line, whether it is mixed with bleach or contamination? Not mixed with bleach, but also not a biohazardous solution. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.